Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical myelopathy and underwent anterior cervical disectomy and fusion at c3-c4. During the surgery, the implant broke upon insertion. There is no fragment of the implant remaining in the patient. There were no patient symptoms or complications as a result of this event. No treatment or additional surgery was performed as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical visual and optical inspection confirmed the implant was returned with a crack running 180 degrees around the smaller cross-sectional material at the screw hole. Per the event description, the implant was fractured upon insertion. This is consistent with the lack of witness marks on the top of the implant or around the inserter location holes. If an instrument placed pressure on the inside diameter of the hole the outward pressure could cause the implant to fracture. If information is provided in the future, a supplemental report will be issued.